Event description:
No injury alleged. Panic attack alleged. Medical intervention alleged to ensure user was ok. Malfunction alleged. Wheelchair reported to be 35 years old. Potential for injury associated with the front caster on an unknown manual wheelchair braking when going over a bump, causing the chair to allegedly tip forward. This creates a potential for a falling injury.